Event description:
Customer reported receiving an error message on the display of her precision xtra meter. Customer also reported experiencing vertigo and then losing consciousness, which resulted in her falling and causing her right wrist to become lacerated by hitting her coffee table. No third-party medical intervention was required. Customer denied self-treating. No death or permanent injury was associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: in this type of meter, an error 6 message is displayed when the meter senses the test strips may be expired. This can occur in the absence of expired test strips when the date and time are not accurately set. Customer reported that she did now know when the date and time were last set.